Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 547 mg/dl and it was addressed with a correction using the pump. Reportedly, the customer's bg level returned the target range. It was noted that the customer did not know what the suspected cause of the elevated bg level was and a system check was not performed as the elevated bg level was not occurring at the time of the report.